Manufacturer narrative:
Model number/catalog number: sc-8336-50. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: coverage 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by medical facility.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure wherein the ipg and lead were explanted. The patient was doing well postoperatively.